Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stim in wrong location and lack of pain relief is unknown. The rep gave the patient (pt) some new programs for better coverage, but "if it did or not it to be determined." It is unknown if the issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that the patient was feeling unwanted stimulation on their right leg, right side of the stomach, and right arm since starting to use the device. Pain remains in the lower back and left leg, which do not seem to be targeted by the stimulation, as pt described the pain as unchanged and "bad." Pt already reported the issue to their healthcare provider (hcp) and manufacturer representative (rep); last monday, groups e, f, and g were added to the existing groups a, b, and c, but the issue persists. None of the groups provide relief. Pt documented feedback for each group to share with the hcp. Agent advised pt to turn off stimulation if it does not help with the pain and redirected pt to hcp for further evaluation. Pt mentioned having an appointment today with their hcp and has left a message for their rep to see if a meeting is possible.